Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisionals were found cracked, bent, faded and peeled off. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Upon reassessment of the reported product it was determined that this product will be reported on MFR number 0001822565 - 2018 - 01940.